Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, an implantable cardioverter defibrillator (ICD) displayed a message stating the remaining longevity was not available. The device was never implanted. There was no patient involvement.